Event description:
The customer reported to olympus, following a therapeutic transurethral resection of the prostate (turp) procedure, the locking pin on the telescope was noted to be loose. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The customer¿¿s allegation was confirmed. The device evaluation found bent and loose locking pin on the main body. Based on the results of the investigation, it is likely that the following led to the malfunction: the device being subjected to excessive mechanical force due to an impact or accidental dropping. A device history review revealed no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.